Event description:
Immediately following uae, developed lower back pain, which continues 20 months post-uae. Since uae, has been to the emergency room 4 times, with urinary problems including burning with urination, as well as nausea and back pain. Pt would like to warn women to not undergo uae. Has received no treatment or support from ir. Feels that she was no informed of the risks and that it is a cruel and unethical treatment.